Event description:
A patient sample was elevated when tested on the advia centaur xp vancomycin assay compared to an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp vancomycin result.

Manufacturer narrative:
The cause of the elevated advia centaur xp vancomycin result is unknown. There was a time delay between the testing on the advia centaur xp and the alternate method. Calibration and quality control results were acceptable when the patient sample was tested. The instrument is performing to specification. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."